Event description:
They were doing an eus guided biliary access case, and when they stuck the needle into the bile duct. The patient had a post-whipple surgery. The needle looked like it was bent, they took it out and it would not retract all the way into the sheath. They grabbed another g31520 to finish the procedure. Fujinon scopes were used. Another device was used to finish procedure. No patient injury or need for additional procedures. They use fujinon eus linear scopes. Noticed the needle would not retract all the way when they pulled the needle out of the scope and looked at it. They were trying to puncture the common bile duct and pass a wire on a patient with postsurgical anatomy. Not sure what position the scope was in, but likely via the stomach. Maybe it was curved, but not likely super torqued. Not sure of the size of the target, but likely less than 2 cm. Think it was initially a bit difficult to puncture the duct via the stomach wall. No images available. Nothing detached in the patient. Procedure was finished successfully with another cook 19-gauge echotip needle.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.